Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant, the left ventricular lead would not go into the target vessel which was too small to accomodate the lead. Therefore, the lead was not used and was replaced with a different lead. No patient complications have been reported as a result of this event.